Manufacturer narrative:
Investigation summary: one photo was provided. It shows a syringe with the packaging flow wrap. The flow wrap has a piece of red tape. This red tape is a splice coming from the packaging flow wrap indicating the end of the packaging. A defective sample was created, the sensor was challenged; the sensor rejected the defective sample. Root cause was the packaging flow wrapper and failure of an employee to stop this sample from getting through. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8200566 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause was the packaging flow wrapper and failure of an employee to stop this sample from getting through.

Event description:
It was reported that the syringe 10ml saline fill ce experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: packaging is different from the others.